Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified, broken shell and others, missing a piece of shell (25-50%), underweight and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified, sharp broken (unidentified (tear) opening) and non-penetrating nick, near of the broken site, this condition was called surgical impact and one opening sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken due to surgical impact. Sharp opening on the posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.